Manufacturer narrative:
H.6. Investigation: twenty-one loose 10ml syringes (p/n 302995), seventeen blister packs from batch 7178949 and 2 blister packs from batch 8183660 were received and visually inspected. It appeared the "moisture" was silicone and was observed to be the normal and expected amount per product specification on all the samples. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 10ml ll s/c 200 experience liquid/moisture/droplets in the syringe which were noticed prior to use. The following information was provided by the initial reporter: material no. 302995, batch no. 7178949. A nurse visited me yesterday with a concern about the 10ml luer-lok tip syringes that we use. The syringes she brought me have moisture on the rubber plunger of the syringe. She was concerned because she had been taught that moisture can harbor bacteria. As far as I know there haven¿t been any used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ll s/c 200 experience liquid/moisture/droplets in the syringe which were noticed prior to use. The following information was provided by the initial reporter: material no. 302995, batch no. 7178949. A nurse visited me yesterday with a concern about the 10ml luer-lok tip syringes that we use. The syringes she brought me have moisture on the rubber plunger of the syringe. She was concerned because she had been taught that moisture can harbor bacteria. As far as I know there haven¿t been any used.